Manufacturer narrative:
Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was discarded.

Event description:
Healthcare professional additionally reported the patient was injected with half a syringe. The symptoms started immediately after the injections. The symptoms resolved approximately two months from when the symptoms started.

Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "inflammatory nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with half a syringe of juvederm® volbella¿ xc. The patient then experienced "extreme swelling and burning in the lips." 2 days later, the swelling worsened and had not improved. The patient also began forming "nodules," with one being diluted with hylenex®. The physician also gave the patient a steroid injection and prescribed an antihistamine. The event is ongoing.